Event description:
A malfunction alarm with the code "malf 16" was reported. There was no reported adverse impact to the customer's blood glucose level. The customer was advised by technical support to store the malfunctioning pump and return it using a pre-paid label, while a replacement pump was shipped since the original was under warranty. The customer planned to use a backup insulin pump in the interim.